Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed and this crt-d and the lv lead were explanted. During the explant procedure, the lv conductor fracture was confirmed and the high impedance measurements were observed on the lead via a pacing system analyzer. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had an increase in pacing impedances on the left ventricular (lv) lead. The impedances at implant were 1200 ohms and recently, spiked to out of range values at 2500 ohms. There was also loss of capture observed. The patient is dependent. At this time, the crt-d and lv lead remain in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had an increase in pacing impedances on the left ventricular (lv) lead. The impedances at implant were 1200 ohms and recently, spiked to out of range values at 2500 ohms. There was also loss of lv capture observed and an lv conductor fracture was suspected. The patient is dependent. At this time, the crt-d and lv lead remain in service. No adverse patient effects were reported.